Manufacturer narrative:
The insulin pump was received with scratched minor display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. The insulin pump passed the a21 test and all operating currents were within the specification and no unexpected alarm, low battery or off no power alarm noted.

Event description:
Customer reported that she could not remove the battery cap from the insulin pump. The blood glucose reading was 114 mg/dl. She stated that there was a crack near the battery cap housing. Nothing further was reported.